Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient was seen to have low impedance during battery replacement from an old generator to a new generator. The surgeon closed the patient to perform a lead replacement at a later day and the new generator was left programmed off. No additional relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
F10. Medical device code, h6. Investigation findings; corrected data; MDR inadvertently omitted information known prior to submission.

Event description:
During a file review, it was identified that correction MDR was needed for low impedance short circuit condition coding, medical device code - electrical shorting and investigation findings - short circuit condition. No other relevant information has been received to date.

Event description:
Tablet information from the day of surgery was later received. As the m102 generator only displays dcdc codes indicating impedance ranges and does not provide a true impedance value, it cannot be determined if low impedance (<600 ohms) was present prior to surgery on the m102 device. No additional relevant surgical intervention has occurred to date. No other relevant information has been received to date.